Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received 18 closed samples to analyze this case. Tightness test to the samples received has been performed, and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Furthermore, monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Additionally, we have checked the complaint history record, and there are no previous complaints of the other products manufactured with the same thread raw material batches as the used in the production of the involved batch. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. We regret any inconvenience this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective, or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn violet suture. The customer (veterinarian) informed that inflammatory reactions appear under the skin when used to sterilize female cats (ovariectomy). One case of hemorrhagic lesions. Finding after 2 to 3 days.use this suture only for this surgery. No additional information received.